Manufacturer narrative:
(B) (4).

Event description:
It was reported that there was a medical or therapy problem. The pt had unspecified psychological issues and was in the emergency room. The healthcare provider wanted to run the pump off. No pt treatment or outcome was reported. The drug contained in the pump was not reported.